Event description:
It was reported that 6000 syringe s2 2ml 23ga 1-1/4in bd china leaked past the stopper. The following information was provided by the initial reporter: "on (B)(6) 2020, (B)(6) received feedback from (B)(6), a buyer of (B)(6)., that china resources sichuan sold syringes to the (B)(6). Because the liquid leakage caused two times that the medicines that have been dispensed cannot be used, it is necessary to pay for the patients' medical expenses. This problem has caused significant impacts and economic losses on the hospital. The hospital appeals: 1. Hope that the manufacturer will compensate for the drug losses caused by the product ; 2. The manufacturer needs to replace the leaked syringe that has been used; 3. The quality description and replacement of the batch of products currently in stock are required;"

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1811157. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. The picture sample revealed leakage through the plunger rod component. An additional twenty retained samples of the same lot number were obtained from the manufacturing facility for further investigation. The retained samples were examined; however, no defects were observed. Based on the customer feedback and the picture sample, this incident most likely resulted from damage to the plunger lip component. This type of damage can occur when the syringe moves through the manufacturing line or during the plunger assembly process. Our quality team will continue to closely monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6000 syringe s2 2 ml 23ga 1-1/4 in bd (B)(6) leaked past the stopper. The following information was provided by the initial reporter: "on (B)(6) 2020, (B)(6) resources medical devices co., ltd. Received feedback from (B)(6), a buyer of (B)(6) resources medical devices co., ltd., that (B)(6) resources (B)(6) sold syringes to the second affiliated hospital of (B)(6). Because the liquid leakage caused two times that the medicines that have been dispensed cannot be used, it is necessary to pay for the patients' medical expenses. This problem has caused significant impacts and economic losses on the hospital. The hospital appeals: hope that the manufacturer will compensate for the drug losses caused by the product ; the manufacturer needs to replace the leaked syringe that has been used; the quality description and replacement of the batch of products currently in stock are required;"